Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient's father did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. The downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A battery discharge test was performed during an interior inspection. The reported event that the receiver ceased to function was confirmed the root cause was determined to be a defective receiver battery.